Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the cloudy effluent was not reported. On the same day as the onset, the patient visited the hospital for the event and received a prescription for an unspecified antibiotics (doses, frequencies and routes of administration was not reported) for the event. It was not reported if the patient was hospitalized. At the time of this report, the patient had not yet recovered. Pd therapies were ongoing. No additional information is available.

Manufacturer narrative:
It was reported that the patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The patient was not hospitalized for the event. Treatment for the peritonitis was unknown. Further detail regarding the action taken with extraneal and physioneal therapies was unknown (previously reported as ongoing). On an unreported date, the patient was switched to hemodialysis due to the peritonitis event. The outcome of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.